Event description:
The customer(s) reported a blood spill on an orthopat perioperative autotransfusion system. The device has been taken out of service. No pt or operator injury was noted in the service/complaint records. Product has not been returned for eval after multiple attempts to retrieve the device from the customer.